Event description:
Two discordant patient results for troponin ultra (tni-ul) were obtained on an advia centaur system. The laboratory repeated the samples on an alternate advia centaur system and reported the repeated results. There are no known reports of adverse health consequences or patient intervention due to the discordant tni-ul results.

Manufacturer narrative:
A siemens field service engineer (fse) evaluated the advia centaur instrument and instrument data, and then replaced three valves for dispense port 3. Two of the valves were dispensing inadequately. The third valve was replaced proactively due to a crack in the body of the valve. The instrument is performing within specifications. No further evaluation of the device is required.